Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Additional symptoms. No patient code available (B)(4) laughing, crying, staring into space, not thinking logically.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy began on "(B)(6) 2016, 7:30am". He claimed that he obtained alleged glucose results of "220mg/dl" on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin (self-adjuster). The patient reported that taking an additional 4 units of insulin as a result of the alleged product issue. The patient stated that 4 - 4.5 hours after the alleged product issue began he developed symptoms of hypoglycemic shock "incoherent, not thinking logically, vomiting and could not talk, laughing and crying." The patient reported that between 11:30am and 12:15pm his mother attempted to give him orange juice. Paramedics arrived at around 12:45pm, had a blood test taken and obtained a blood glucose result of 45mg/dl on the paramedic's meter. The paramedic treated him with a glucose pill and 2 hours later was taken to hospital. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure. The test strips were stored correctly and not expired. The patient did not have control solution to conduct a test. The patient's products were replaced and requested back for evaluation. This complaint is being reported as the patient suffered symptoms that meet lfs criteria of an acute hypoglycemic event, and subsequently received medical intervention from a healthcare professional after the alleged device issue occurred.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.